Manufacturer narrative:
(B)(4).  Physio-control evaluated the customer's device and verified the reported issue.  Physio then replaced the power pcb to therapy pcb cable and after observing proper device operation through functional and performance testing the unit was returned to the customer for use.

Event description:
The customer contacted physio-control to report that their device had a service indicator. &#1288;ere was no patient use associated with the reported event. &#1360;on evaluation of the customer's device, physio observed that when the charge button was pressed, the device would power off by itself.